Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. This has been a gradual rise. (B)(6) technical services (ts) discussed this could be due to calcification. No adverse patient effects were reported. At this time, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).